Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. The returned dome impactor is fractured within the connection. Examining the crack surface indicates the crack most likely originated near the location where impingement occurs with the locking pin of the impactor. The locking pin impinges both sides of the inner flange of the connection feature and one side was fractured away. The fractured pieces were not returned with the adapter. There is a well defined square indentation on the side that impacts the liner, indicating the adapter was misused by being impacted against a shell polar hole. Surgical notes were not provided, so it is unk whether the surgical technique was followed. Fracture of can occur for a variety of reasons, such as: repetitive autoclave cycles may lead to reduction in material strength; aggressive cleaning agents not approved for this device may also lead to a material strength degradation; machining lines may lead to increased stress concentrations and pre-cracks; excessive impact forces used on the device; and misuse evidenced by the gouges on the impaction surface. Based on the info available, a definitive cause of fracture cannot be determined. The device met print specification where measured. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected by either method.

Event description:
It is reported that the impactor was damaged while seating the cup.